Manufacturer narrative:
The pump was returned to animas for evaluation. The pump alarm history indicated that the pump emitted both low and replace battery alarms in close succession. Evaluation demonstrated that the pump was operating within required specifications, the reported failure could not be duplicated.

Event description:
The pt's father reported, that the pump was unresponsive in the morning, but powered up properly when the battery was replaced.